Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7463710) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that z-syndrome was noted approximately 9 weeks post implant in the patient's right eye. A yag capsulotomy was performed on (B)(6) 2016. The lens was repositioned on (B)(6) 2016. The lens was scheduled for exchange with a standard toric lens.